Event description:
It was reported that during the pulse field ablation and pulmonary vein isolation procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that during the procedure, the physician wired the right inferior pulmonary vein, utilizing the non-boston scientific device, and attempted to deploy the farawave in its basket configuration for the purposes of isolating the vein. Multiple branches of the right inferior pulmonary vein were wired in an attempt to get satisfactory placement of the basket for therapy delivery. When attempting to reposition the wire and basket, the physician noted that the guidewire was stuck, and it was neither advancing nor retracting. After attempting to freeze the wire by advancing it and discovering that it would not move in either direction, the physician safely removed the entire farawave with wire in place from the left atrium. A small piece of what appeared to be tissue could be seen projecting from the tip of the catheter, and it appeared to be trapped between the catheter lumen and the wire. The patient exhibited no signs of hemorrhage nor hemodynamic effects. A new farawave 31 mm catheter and non-boston scientific device were prepared, then placed inside the left atrium where upon the right interior pulmonary vein was safely isolated. The procedure was completed successfully by using a different device (same model, boston scientific product). The product is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental medwatch will be filed.